Event description:
This is a report of a patient who experienced a broken pelvis as a result of tripping and falling over the drain line of a cassette after performing peritoneal dialysis therapy. The patient¿s drain line remained in the toilet after the patient disconnected from the setup. The patient went in the bathroom and tripped on the drain line and fell resulting in a broken pelvis. On the same day, the patient was hospitalized for the event. The patient was scheduled to have surgery to repair the broken pelvis but did not due to an unrelated medical issue. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.